Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 900 mg/dl. It was stated that the customer went to bed after eating, and woke up feeling nauseated. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test but failed the high pressure test. Found that the infusion set was leaking insulin. Also found that the infusion set was expired. The insulin pump later passed the high pressure test when using a new infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.